Manufacturer narrative:
Device evaluation summary: during analysis of the sample bubbles were observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed for bubbles. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and experienced rupture, device migration and air bubbles on the left side. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4), lot number 7680120 on (B)(6) 2019. Bubbles is a non-reportable event; however, it is being reported as it happened concurrently with the material rupture of the device. Bubbles is a cosmetic issue and has a remote chance that it could cause or contribute to an adverse event. It was not the primary reason for explantation.